Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: add'l devices implanted during original procedure: pxt231218/(B) (4); pxl161207/(B) (4); pxa230300/(B) (4). (B) (6).

Event description:
On (B) (6), 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B) (6), 2010, imaging revealed an apparent distal type I endoleak along with aneurysm growth. Imaging revealed that the contralateral leg component had lost apposition in the right iliac artery, thus creating the endoleak. The pt was asymptomatic. On (B) (6), 2010, a reintervention occurred to treat the type I endoleak whereby a contralateral leg component was placed in the right common iliac. During the same procedure, coil embolization of the right internal iliac was also performed. The pt outcome was good.